Event description:
No additional information.

Manufacturer narrative:
Correction: (b) updated date of event. Investigation results: according to the use of this batch of indwelling needles, there were no abnormalities in the catheter purchase testing, manual cutting testing, process testing and shipping testing, combined with the fact that there were no catheter fracture complaints from other hospitals in this batch of indwelling needles, indicating that the quality of the batch of products was not abnormal. As no defective sample is received for further examination and analysis, and the usage of the sample is unknown, the root cause of the break of the catheter cannot be confirmed. The plant will continue to follow up the complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-catheter broke after insertion. The patient had an IV catheter inserted at 19:10 on (B)(6) at 7:00 the following day, a white tubing break was discovered. The catheter was removed and inspected for integrity, and a new catheter was reinserted at 8:30.